Event description:
It was reported that during the implant attempt, the lead could not be placed due to challenges with the patient's anatomy. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor and on the outer tubing overlay and there was blood in/on the lobe mechanism.